Event description:
Customer reported she administered 53 units of insulin and tried to keep eating. Customer's spouse found her passed out and to gave her a glucagon shot and then her blood glucose went up to 482 mg/dl. Customer stated it was her fault and she might have pressed the incorrect button. Customer declined being transferred for troubleshooting assistance. Customer stated she will be speaking to her educator and will go over incident then. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.